Event description:
The gamma target device is broken. This event did not cause an adverse consequence to the patient or surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh, kiel germany indicate that the cause of this event was an error in design. Corrective actions have been implemented.